Event description:
The patient has two leads implanted with the same lot number. It was reported, the patient is not receiving effective stimulation. The patient has suffered numerous falls recently. An sjm representative met with the patient multiple times and reprogramming was unable to resolve the issue. An x-ray and bone scan was ordered. An sjm representative met with the patient again and reprogramming captured the patient's pain areas. The patient was given a hip injection for bursitis. The injection only helped for one night and her pain returned. She continues to have severe right hip pain which is covered by stimulation but it is not decreasing the pain. The patient suffered another fall and underwent knee surgery. The patient has not been using her scs system due to it irritating her pain from surgery. The patient is pending follow up with an sjm representative after she has recovered from the fall and surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.